Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged failed identification portion of cap survey occurred. The following information was provided by the initial reporter: failed identification portion of cap survey hazard, injury or erroneous results details erroneous results on cap survey - identification of k. Pneumo ssp pneumo was not accepted for a k. Pneumo isolate.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged failed identification portion of cap survey occurred. The following information was provided by the initial reporter: failed identification portion of cap survey hazard, injury or erroneous results details erroneous results on cap survey - identification of k. Pneumo ssp pneumo was not accepted for a k. Pneumo isolate.

Manufacturer narrative:
It was previously reported that there was a failure on the bd bactec¿ fx, instrument top, packaged. The complaint identified the wrong instrument. There was no failure on the bd bactec¿ fx, instrument top, packaged. Instead, the failure occured on a phoenix m50 instrument and the failure was with a cap survey which is not a reportable event. After further evaluation of the complaint, it has been determined that the previously submitted report (B)(4) was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.